Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump removed as the device would not inflate a hole in the left cylinder near the exit tubing was identified causing fluid loss. No patient complications were reported in relation to this event.